Event description:
Event description guidant received infomration that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to the advisory. It was also reported that this transvenous pacing lead and this coronary sinus lead were capped due to out of range lead impedances.